Manufacturer narrative:
(B)(4). Return date: the incorrect device was inadvertently returned on (B)(6) 2017, with no device issues noted. The correct device was returned (B)(6) 2017. (B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported separation was confirmed although the reported failure to advance was not confirmed as it was based on operational circumstances of the procedure. It should be noted that the bmw universal instruction for use, states: do not: push, auger, withdraw or torque a guide wire that meets resistance. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received, resulting in the following revised event description: it was reported that the procedure was to treat an st-elevated myocardial infarction (stemi) in the left anterior descending (lad) coronaryartery. After advancement of a hi-torque (ht) balance middleweight (bmw) universal 190cm guide wire and deployment of an unspecified stent, slow flow was noted in the moderately calcified, heavily tortuous 2nd obtuse marginal (om2) coronary artery; however, the ht bmw guide wire reportedly did not contribute to the slow flow. The same ht bmw was then advanced to the om2 with resistance felt against the lesion calcification. An unspecified otw balloon was used. The distal part of the guide wire separated in the patient and remains free-floating in the om2 vessel. No attempts were made to retrieve the tip and no additional treatment was given. While this issue resulted in a delay, it did not result in a health impact and patient is reportedly doing well. The om2 lesion remains untreated. No additional information has information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an st-elevated myocardial infarction (stemi) in the left anterior descending (lad) coronary artery. After advancement of a hi-torque (ht) balance middleweight (bmw) universal 190cm guide wire and deployment of an unspecified stent, slow flow was noted in the moderately calcified, heavily tortuous 2nd obtuse marginal (om2) coronary artery. The same ht bmw was then advanced to the om2 with resistance felt against the lesion calcification. An unspecified otw balloon was used. The distal part of the guide wire separated in the patient and remains free-floating in the om2 vessel. No attempts were made to retrieve the tip and no additional treatment was given. While this issue resulted in a delay, it did not result in a health impact and patient is reportedly doing well. The om2 lesion remains untreated. No additional information was provided.